Event description:
During surgery, surgeon and first attending observed cuff on conduit retract without plunger being pushed. According to the surgeon, this caused the sewing ring to be released prematurely.